Event description:
It was reported that during a laminectomy, the drill began smoking. The procedure was completed, without a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A fellow up report will be submitted if the investigation results require.